Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the patient had not had therapeutic effect from their device since (B)(6) 2010. The reporter stated there is no known accident or incident related to this complaint. Impedance measurements were taken, and one of the contacts had impedances of greater than 4,000 ohms. Impedance measurements on the therapy program were normal. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.